Manufacturer narrative:
Analysis was normal. No anomalies were found. Were unchecked in the initial MDR. This report notes the correctly marked fields.

Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture and intermittently exhibited low capture even at the highest programmed output. There was intermittent loss of capture at max output. Lead was noted to be crushed and was removed with simple traction. Patient was fine following the procedure and will be followed normally.